Event description:
It was reported the lead would not advance into the implantable neurostimulator (ins). The ins was not implanted and a different ins was used. No symptoms were reported and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Analysis of the implantable neurostimulator found that the setscrew was backed out too far. The tecothane was damaged.